Event description:
Patient presented to the interventional lab with a 10 mm aneurysm in the anterior communicating artery. There is no information as to what medications or sedation the patient was being treated with pre, intra, or post procedure. Access was attained using a femoral approach. A 6fr sheath was inserted, and then a 6f guider fx, a transend 14, and a prowler 14 were advanced to the aneurysm. Three coils were placed without any problems (no friction was observed). When the physician attempted to advance a fouth coil, a resistance was felt (unknown as to were the resistance was felt). As the fourth coil was inserted into the aneurysm the doctor decided to reposition the coil after the 1st loop was inserted. While repositioning he felt resistance that resulted in total stretching of the coil. The coil eventually broke and retrieval of the coil was required.